Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information received that the patient underwent an explant procedure due to the need for an MRI for a gastrointestinal issue that was unrelated to the device.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 20475809. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7021466.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.